Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The table top illuminator was replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 4, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the light turned off. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The (B)(4) module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. A lamp was also returned, but was unrelated to the reported event. The module was installed into a calibrated system for functional testing. The module was found to produce system message (sm) was displayed. The module was disassembled and the cable between the controller printed circuit board (pcb) and the ballast were found to be pinched. The root cause of the reported event can be attributed to a nonconforming cable. However, when this occurred cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).